Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock but did not feel it. Noise was noted on the right ventricular (rv) lead. The lead was thought to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.